Event description:
In 2006, the surgeon implanted two (2) milagro interference screws during an acl reconstruction using a bone-tendon-bone allograft. Pt experienced pain and clicking sensation approx 3 months post acl reconstruction. Surgeon performed arthroscopic procedure and removed multiple fragments of what appeared to be a milagro screw.

Manufacturer narrative:
The purpose of the report is to document the event. To date, the product is not being returned; however, depuy mitek is in the process of gathering more info about the event. When more details become available, a follow-up report will be filed.